Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on known positive samples that resulted negative when using the simplexa covid-19 direct assay, but positive on a competitor assay (cepheid genexpert). The customer was evaluating the simplexa assay and was only detecting 85% of their known positive samples. No run files from the simplexa results were provided for analysis. It is known there are key differences between the genexpert and the simplexa assay: - genexpert extracts samples while the simplexa assay does not. - genexpert targets (e gene, n2 gene) are different than simplexa targets (s gene, orf1ab). - genexpert limit of detection is lower (250 copies/ml) than simplexa (500 copies/ml). The customer communicated that the known positive samples had been previously frozen anywhere from 2 days, to 3-5 months long prior to running on the simplexa assay and that most of the false negatives occurred with the positive samples that had cts greater than 31. No false negatives occurred when fresh samples were used. Retain testing is no longer possible since the kit expired on 03/31/2021, but it is likely the samples were near the limit of detection of the simplexa assay due to the increased freeze/thaws. The customer's device and suspected false negative samples were not provided for investigation, so this could not be confirmed. This is the 1st complaint on mol4150, lot# 8143n for suspected false negative results. Batch record review showed the critical component, reaction mix mol4151, lot# 8144n, met all qc release criteria prior to kit release. Mol4151, lot# 8144n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.3 (s gene) and 28.5 (orf1ab) and the internal control avg CT = 31.9. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on known positive samples that resulted negative when using the simplexa covid-19 direct assay, but positive on a competitor assay (cepheid genexpert). The customer was evaluating the simplexa assay and was only detecting 85% of their known positive samples. The customer confirmed the alleged false negative results were not reported to a diagnosing physician since it was an evaluation study only. No patient testing occurred. No alleged harm occurred. Other patient information and sample collection method was not provided.